Event description:
A report was received that the patient developed an infection at the ipg site. The symptoms were fever, color and temperature changes at the ipg site. The patient was prescribed antibiotics and the infection has improved.

Event description:
A report was received that the patient developed an infection at the ipg site. The symptoms were fever, color and temperature changes at the ipg site. The patient was prescribed antibiotics and the infection has improved.

Manufacturer narrative:
Additional information was received that the patient was given broad-spectrum antibiotic and oral and the patient is reportedly doing fine. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device found them to be satisfactory.